Manufacturer narrative:
(B)(4). Investigation summary: one sample was received and evaluated. It came in an opened packaging blister with needle assembly with a plastic shield. A visual inspection was performed with a 10x magnifier lens. The plastic shield has degraded resin embedded in the plastic shield. The needle has an excess of silicone in the needle. Seven photos were provided. They all show the sample received with the symptoms reported. The root cause is associated with the needle assembly line. The plastic hub is placed under the cannulator. Then, the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, an even layer of silicone is applied to the needle, then after a plastic hub is assembled. In this case, an excess of silicone was applied, and the shield has degraded embedded resin from the molding process. Based on the investigation and sample analysis, the reported condition is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot#: 9322492 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Conclusion(s): based on the investigation and sample analysis the symptom reported by the customer is confirmed. This is the 1st complaint to this lot. We will continue monitoring and trending this lot for this symptom. Root cause description: root cause nip assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, an even layer of silicone is applied to the needle, then after a plastic hub is assembled. In this case an excess of silicone was applied and the shield has degraded embedded resin from the molding process. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 305127 batch no. 9322492. Reported issue: suspicious black spots and fibers on one of our bd precision glide needles (25g x 1 1/2 ) after opening it from the package.